Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR is for patient 2 of 2 on day 2 of 2. See MDR #1061932-2010-00195 for patient 1 of 2 on day 1 of 2. A field service engineer (fse) visited the site on two occasions. On (B)(4) 2010 the fse replaced the rs (red blood cell) bath and adjusted the gain (to 94.3) to match latex reference. He ran reproducibility and verified all parameters. The fse advised the customer to calibrate the instrument. On (B)(4) 2010 the fse reviewed reproducibility and verified all parameters. He adjusted the rbc and platelet calibration factors and reran calibration. The fse verified the instrument operation. The root cause is unknown.

Event description:
The customer reported that the act diff hematology analyzer generated erroneously low red blood cell, hematocrit and mean cell volume results and erroneously high platelet, mean cell hemoglobin and mean cell hemoglobin concentration results on one patient sample when compared to test results from an alternate analyzer (coulter lh780 analyzer). The erroneous result were not reported outside of the laboratory. Per the customer, only the results from the lh780 instrument, which were considered to be correct, were reported out. There were no reported changes to patient treatment associated with this event.